Event description:
(B)(4) study pt experienced continued pain in the knee. The pt is set up for surgery to remove osteosynthesis in the leg.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records for lot n002641 revealed that norian corporation manufactured the norian drillable 10cc. Inspection was performed and parts conformed to all requirements. There were no non conformities associated with this DHR that indicate any issues related to the complaint.